Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. However, a visual and functional inspection was performed to 42 production samples of code ip-5036, batch 74j1700049 that were taken randomly from assembly line. Catalog number ip-5036 uses the same subassembly ph12153 than catalog number 031-33j related to this customer complaint. During the testing and visual inspection no issues or discrepancies were found than can lead to the condition reported by the customer. A device history record investigation shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based on this investigation findings. It is necessary the physical sample in order to perform a proper investigation to confirm the alleged defect reported. If the device sample becomes available this report will be updated. Personnel of the assembly line were notified for awareness.

Event description:
Customer complaint alleges "it was report that the connection between the adaptor and oxygen flowmeter was unstable" alleged defect reported as detected prior to patient use. No report of patient harm or delay in treatment.